Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 130-140mg/dl. Verified test strips expire 11/30/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 365mg/dl and 391mg/dl non-fasting. Reviewed meter memory: (B)(6). Customer called concerned stating that there must be something wrong with the meter because the results have been abnormally too high. He explained he always test before eating breakfast with expected range of 130-140mg/dl and before lunch with expected range of 140-150mg/dl. Customer explained that this morning his glucose blood test was 179mg/dl at 9:29am, and ate breakfast at 9:30am. Customer state that he tested before lunch and obtained a reading of 434mg/dl at 12:00pm customer state that the result concerned him because he has not had anything else to eat other than the breakfast this morning (oatmeal, coffee and toast).